Event description:
The distributor reported the device was in use reading- 15mmhg even when the zero adjustment knob was turned fully clockwise. No kinking was found at the distal end of the catheter. No pt injury was reported.